Manufacturer narrative:
G4: 22sep2020. B4: 22sep2020. An authorized service personnel(asp) was dispatched to the customer site and it was determined that the speaker needed to be replaced to return the device to working condition. The field service engineer replaced the speaker. Device passed all performance verification testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02sep2020.

Event description:
It was reported to philips that the device had a power on main alarm. The device was reported as being in use at the time of the event on a patient. The initial reporter confirmed that there was no adverse patient impact.